Manufacturer narrative:
Inspection and testing found dirt around the forceps elevator due to insufficient cleaning. The report that the elevator wire was cut was confirmed. The wire was damaged due to mechanical/chemical stress applied by repeated use. In addition, the adhesive on the bending section cover was detached, the connecting tube was scratched, the bending angle in down and left directions does not meet the standard value due to wear of the angle wire, the distal end cover was deformed, and the adhesive around the light guide lens was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the elevator wire was cut and could not move the forceps elevator. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b3, b5, and g3 of the initial medwatch. The reported problem was found during reprocessing at user facility. Date of event of the initial medwatch should be 25-feb-2022. The aware date of the initial medwatch should be 02-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, following was found. Foreign material was adhered around forceps elevator. Forceps elevator wire was completely cut. Bending section rubber glue was peeled off. Insertion section was scratched. Insufficient angulation plastic cover was dented light guide lens glue was worn out root cause of the suggested event was not able to specify . There is possibility that reprocessing was not conducted in accordance with IFU for forceps elevator was not moved due to breakage of forceps elevator wire. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
According to customer, the reported problem was found during reprocessing at the user facility.